Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib) was recommended for replacement to resolve the issue. No patient information provided to date after calls to customer 09/15/22 and 09/19/22. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case resumed. There was no patient injury.